Manufacturer narrative:
The customer has been having issues with a .018¿ 180cm straight (st) sv short peripheral steerable guidewire separating and the distal radiopaque end. Under fluoro the staff could see it begin to unravel at the distal end, it was removed from the patient and stored for return. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no unusual force used at any time during the procedure. The other devices used with the product did not kink or bend at any time. The other products were successfully used with the device prior to or after the encountered resistance. The device was used in a pulmonary pediatric case. There was moderate vessel tortuosity. The device was not used for a chronic total occlusion. Another sv5 wire was used to complete the procedure. There are no device images available. There was no reported patient injury. A non-sterile unit of sv018 peripheral guidewire ¿pgw .018 sv short 180cm st¿ was received for analysis. During the visual inspection the distal tip presents unraveled and fractured/separated conditions. The missing segment was not returned for analysis. No other damages or anomalies were observed on the returned guidewire. The unit was analyzed with a vision system focusing on the distal tip, the unraveled and fractured/separated conditions were confirmed. Per sem analysis results showed that the observed coiled wire to core wire separated areas presented evidence of twisted condition, diameter reduction, ductile dimples, and plastic deformations, which are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the wire material was induced to a tensile force that exceeded the coiled wire to core wire yield strength prior to the separation. No other issues were noted during sem analysis. A product history record (phr) review of lot 35261633 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires- fractured-separated¿ was confirmed. The distal tip presents unraveled and fractured/separated conditions. The cause of these damages observed on the returned guidewire could not be conclusively determined during the analysis. Procedural/handling factors or vessel characteristics (moderate vessel tortuosity) might have contributed to this issue. Sem results showed that the observed coiled wire to core wire separated areas presented evidence of twisted conditions, diameter reduction, ductile dimples, and plastic deformations, which are commonly associated with separations caused by material tensile overload. According to the information in the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 35261633 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the customer has been having issues with a .018¿ 180cm straight (st) sv short peripheral steerable guidewire separating and the distal radiopaque end. Under fluoro the staff could see it begin to unravel at the distal end, it was removed from the patient and stored for return. There was no reported patient injury. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no unusual force used at any time during the procedure. The other devices used with the product did not kink or bend at any time. The other products were successfully used with the device prior to or after the encountered resistance. The device was used in a pulmonary pediatric case. There was moderate vessel tortuosity. The device was not used for a chronic total occlusion. Another sv5 wire was used to complete the procedure. There are no device images available. The device will be returned for evaluation.